Event description:
During a rectum procedure the device delivered an incomplete staple line. A like device was used to finish the procedure. Throughout the procedure the pt experienced bleeding problems that resulted in a two hours of extended operating room time. The hosp stay was extended to five days to monitor the pt's recovery. The pt experienced no additional consequences.